Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo set had a black, pebble-sized piece of rubber free-floating in its injection port. This was noticed after a physician flushed the device with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified that there was a dark particle in the upper y-site housing. Upon closer inspection under a microscope, it was determined that the particle was 3/16 of an inch in length and had the appearance of a piece of paper. The cause of the particulate was determined to be a manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.